Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: due to the circumstances that we did not receive the device, it is hardly possible to determine a conclusion and root cause. Without a product investigation we assume that the failure is not product related. Rational: the process of cleaning is validated. The adhesive connections are the critical areas. The connection of the plastic top with the metal handle was tested regarding the cleanability. Result: in case of complete wetting of the contact surface between the plastic top and the metal handle with silicon adhesive, the seal of the gap works against penetrating contamination. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that liquid came from the handle. The device could not be cleaned properly since it could not be disassembled. The surgery of the patient had to be postponed twice.